Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Patient code: no code available (3191) used to capture medical device removal.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-16038. 1818910-2013-16038 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges dislocation with open reduction after first revision. Doi: (B)(6) 2010; dor: (B)(6) 2013 (left hip); (B)(4) 1st revision.